Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 500 mcg/ml of baclofen at 54.96 mcg/day via an implantable pump. On 2017-apr-24, it was reported that, during a refill on (B)(6) 2017, the patient's pump eri appeared as 15 months, despite being read as 16 months the day prior at their neurosurgeon appointment. A month after the last appointment, the patient's neurosurgeon indicated to the patient that they were informed by the manufacturer that there were telemetry issues and it was recommended that the pump be replaced. No symptoms were reported. No additional complications were reported. (B)(4): additional information was received on 2017-may-02 from the patient's healthcare provider. It was reported that the patient pump was showing an eri of 19 months on (B)(6) 2016 and an eri of 16 months on (B)(6) 2017. According to the hcp, the patient's pump should be at 12 months at the time of the report. The patient was contacted to have the pump replaced early as the hcp's office wanted to avoid low battery issues. Pump printouts were also provided. These indicated that on (B)(6) 2016, the eri date was 28 months. On (B)(6) 2016, the eri was indicated 19 months and eri was 16 months on (B)(6) 2017. The patient¿s concomitant medications included baclofen